Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery housing was damaged. During investigation it was also found there was a loose bus bar inside of the battery. The root cause for the damaged housing was physical abuse. The root cause of the loose bus bar could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.